Event description:
The metal leads from two of the pads left two red marks on their stomach. Rptr thought the marks would go away, although they felt sore. The next day the red spots were still there on rptr's stomach except they started developing indentations and red outer borders, so it looked like craters with yellow tip film. Rptr used a first aid by washing it and keeping it clean, but rptr will have to go see the dr as soon as possible because the reddish, crater-like indentations are deep and do not seem to be healing. Rptr wants FDA to take a closer look at this product because it has caused the top and lower layers of tissue to be burned by contact with the leads even though there was lubricant on them. Rpt will be scarred unnecessarily as a result of getting "help" in reducing their stomach. Rptr as a consumer feels others should not be subject to this type of injury and scarring. In a person with low immune system it would cause havoc. The MFR should have written a warning in the booklet of instructions one side effect was the above and to be very careful.